Event description:
Patient was programmed with auto MRI mode on prior to an MRI scan on (B)(6) 2022. The device sensed noise from the MRI environment and began charging prior to successfully terminating the episode due to MRI program. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2022 device explanted. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data from april 28th and may 12th, 2022 were inspected. The data showed a vf episode recorded on (B)(6) at 14:11 h. During the inspection of the corresponding iegms the occurrence of noise was observed in all channels. Based on their morphology, the noise signals can be most probably attributed to the reported MRI scan procedure. The data further documented that the observed noise led to the charging of two defibrillation shocks. However, no shocks were delivered and episode 44 was automatically terminated by the device due to the detection of strong magnetic fields, indicating the activation of the devices MRI mode. Based on the data available for analysis no final conclusion can be drawn regarding the root cause of this observation. However, according to the reported information on the event it is reasonable to assume that the programmer session was still active after the device was programmed into MRI autodetect mode and the MRI scan procedure was started. Please note, that by design during a programmer session, an activation of the MRI autodetect feature is excluded to avoid an unintended activation of the MRI mode during a follow-up. This does not represent a device malfunction. Update: analysis of new data from july 1st, 2022 documented that the ICD activated the eri battery status on (B)(6) 2022 during an automatic capacitor reformation, because the charging time was greater than 20 sec. This capacitor reformation was the first charging cycle after the MRI on (B)(6) 2022. Based on these observations, a defective component cannot be excluded. For a root cause investigation an analysis of the ICD itself would be required. Should the ICD become available for analysis, this report will be updated.

Manufacturer narrative:
07-jul-2022 device explanted. Results as of may 2022: the ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data from april 28th and may 12th, 2022 were inspected. The data showed a vf episode recorded on april 21st, at 14:11 h. During the inspection of the corresponding iegms the occurrence of noise was observed in all channels. Based on their morphology, the noise signals can be most probably attributed to the reported MRI scan procedure. The data further documented that the observed noise led to the charging of two defibrillation shocks. However, no shocks were delivered and episode 44 was automatically terminated by the device due to the detection of strong magnetic fields, indicating the activation of the devices MRI mode. Based on the data available for analysis no final conclusion can be drawn regarding the root cause of this observation. However, according to the reported information on the event it is reasonable to assume that the programmer session was still active after the device was programmed into MRI autodetect mode and the MRI scan procedure was started. Please note, that - by design - during a programmer session, an activation of the MRI autodetect feature is excluded to avoid an unintended activation of the MRI mode during a follow-up. This does not represent a device malfunction. Update as of july 2022: analysis of new data from july 1st, 2022 documented that the ICD activated the eri battery status on june 26th, 2022 during an automatic capacitor reformation, because the charging time was greater than 20 sec. This capacitor reformation was the first charging cycle after the MRI on april 21st, 2022. Based on these observations, a defective component cannot be excluded. For a root cause investigation an analysis of the ICD itself would be required. Should the ICD become available for analysis, this report will be updated. Update as of november 2022: upon receipt, the device was interrogated, revealing the eri battery status, confirming the clinical observation. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. However, the shock therapy was impaired. Therefore, the device was opened to inspect the inner assembly. During the analysis, damages to a component of the electronic module were noted, which impaired the charging of a defibrillation shock. It is reasonable to assume that the damages were caused by the reported MRI scan. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly lead to such rare events, like the observed damage of the electronic module, and does not represent a device malfunction. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. There was no indication of a material or manufacturing problem.